Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the elecsys hiv combi pt assay on the cobas 6000 e601 module. The patient sample initially generated a result of 28.22 coi (reactive), which was confirmed by a re-run on the same system. The sample was subsequently tested on the antobio instrument, which produced a negative result. Additional testing conducted by the local disease prevention and control center using the reverse transcription colloidal selenium method and enzyme-linked immunosorbent assay (elisa) also yielded negative results.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration data indicated that the last calibration was performed on (B)(6) 2024, with calibrator signals within expected ranges. However, no quality control data for the day of the event was provided. The investigation was further limited as patient sample material could not be obtained due to restrictions on the shipment of hiv-related samples within china. Testing conducted by the local disease prevention and control center using alternative methods, including the reverse transcription colloidal selenium method and enzyme-linked immunosorbent assay (elisa), yielded negative results. The root cause was attributed to a sample-specific discrepancy, as the specificity of the elecsys hiv combi pt assay is less than 100%, and false reactive results may occur. The device remains in operation at the customer site, and the customer was advised to follow confirmatory testing protocols for initially reactive samples.